Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit, the lens was exchanged for a different power lens and the problem resolved. Cause of the event was reported as unknown h6- device evaluation: lens was returned in liquid with residue/debris on product in a microcentrifuge vial. Visual inspection found one of the haptics damaged. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens remains implanted. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.